Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had channel error alarm and missing segment on display board. This unit display channel error. When this happens it means that the pressure sensors have gone bad which was resolved with replacement of pressure sensors. When performing display test one or two display segments were out on the device which was resolved with replacement of display board with a new one. There was no patient involvement.